Manufacturer narrative:
Based on the current information provided, the root cause of the reported event can be attributed to anatomical issues. The surgeon did not know if the intestines or the residual gastric jejunum were twisted while using the da vinci system, or if it happened laparoscopically, so the procedure was converted to open surgery. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected to be returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. Procedure logs confirm the occurrence of a distal gastrectomy procedure on (B)(6) 2022 via system (B)(4). A system log review was performed, but no errors related to this event would exist in the logs. No image or video clip for the reported event was available for review. This event is being reported due to the following conclusion: during a da vinci-assisted distal gastrectomy surgical procedure, during the reconstruction at roux-en-y, between the intestines and mesentery was being twisted while being anastomosed. The surgeon did not know if the intestines or the residual gastric jejunum were twisted while using the da vinci system or if it happened laparoscopically. The surgeon did anticipate the possibility of conversion during suturing of the petersen mesentery. The surgeon made the decision to convert the procedure to open surgery. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, during the reconstruction at roux-en-y, the area between the intestines and mesentery were anastomosed while being twisted. It was not possible to determine whether the small intestine or the residual gastric jejunum was twisted so the procedure was converted to open surgery as a result. There was no allegation of a product malfunction associated with the da vinci system and no reported patient injury. On 29-jul-2022, intuitive surgical, inc. (Isi) followed up with the console surgeon and obtained the following additional information: the patient's anatomy was checked before the surgery. It was not possible to determine if the intestines were twisted while using the da vinci system due to limited camera view. The issue could have happened in laparoscopy as well. The surgeon was anticipating the possibility of conversion during suturing of the petersen mesentery. The patient was discharged with no post-surgical complications.